Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received no delivery alarm. The customer¿s blood glucose level was 551 mg/dl. The customer was treated with syringe. The customer states the insulin did not exit and pump alarmed no delivery. The customer also reports pump alarmed during manual prime. Advised to replace the infusion and reservoir as soon as possible. The customer declined troubleshoot for high blood glucose. The reservoir will be returned for analysis.